Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the physician attempted to add a lead to the patient's scs system. The physician was unable to place the lead due to the patient's anatomy. The case was abandoned and the patient was referred to a neurosurgeon.